Event description:
Atrial undersensing noted on egm. At device classified termination of events, a arrhythmia appears to continue. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).